Event description:
On (B)(6) 2014, it was reported that there was wetness where the adapter and luer connect. The patient stated there was a backflow of blood in the infusion tubing. The issue of wetness at the luer and backflow of blood happened with multiple infusion sets. The patient's blood glucose level ranged from 44 mg/dl to 329 mg/dl during the incident. No adverse event was reported. The adapter and infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.